Manufacturer narrative:
The pod was received not deployed. Download data shows that the pod ran for 45 first prime pulses and was then deactivated. Inspection of the pod found no damages or manufacturing deficiencies that would prevent the pod from completing activation and deploying as intended. It was concluded that the reported event did not occur.

Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle mechanism deployed early. The pod was not worn and no adverse patient impact was reported.